Event description:
It was reported that the patient stated that he is having difficulty with his inflatable penile prosthesis (ipp). He states that one side does not inflate as much as the other and then when he does any type of stress movement, he feels like the fluid releases and he loses his rigidity. Patient liaison told him about getting the pop on the first pump but the patient said that he already experienced that. The patient also stated that the physician told him that they did not have the right size for him so they used what they had. He states that it has not ever been right. Local sales representative was contacted for follow-up. Additional information received. The local sales representative spoke with the patient and the physician office. The medical assistant in the office is going to speak to the physician. It was further reported that both sides had the same size placed. It was further reported that a computed tomography (CT) scan will be performed to confirm that the reservoir is in the correct place.